Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump also had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated the blood glucose was high and treated with the insulin pump. Troubleshooting was done. Customer stated the act button was unresponsive. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.